Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156150.

Event description:
Voluntary medwatch received states that during a surgical procedure the lead was abandoned the physician decided not to use the lead. There were no patient consequences.